Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, eccentric, 99% stenosed, de novo distal right coronary artery (rca), the physician attempted to exchange the balance middleweight (bmw) elite guide wire (gw) and a non-abbott guide wire. After the asahi corsair was delivered over the bmw elite to the periphery, resistance was met when the elite was attempted to be removed; the guide wire stuck with the corsair and could not be retracted. The two devices were removed from the anatomy as a single unit. Outside the anatomy with strong resistance the two devices could be separated. The bmw elite gw was again delivered and attempted to be exchanged to the non-abbott gw by the corsair. Again, resistance was encountered, but the bmw elite gw could be removed separately from the anatomy. It was noted that during both attempts, the resistance was at the same location in the distal portion of the gw. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rotawire; guide cath: launcher 6f; other: asahi corsair. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.